Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the activation failure identified. It is likely the result of faulty control board; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the shockpulse lithotripsy system red error light, and the red check probe lights did not activate after footswitch was held down. There was no patient involvement.